Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was 9/13/2024. The procedure was completed with a backup instrument using the same dv system. There were no reports of instrument collisions or any other hard material collisions during the procedure. There are no photos or videos of the event available for isi review. Patient demographics could not be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding the instrument springs fell out from the tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the springs fell from out from the tip of the fenestrated bipolar forceps instrument. No fragment fell into the patient. No known impact or patient consequence was reported.